Event description:
Customer reports to have received a bad sensor alert after receiving two consecutive calibration error alerts. Customer's blood glucose was 547 mg/dl, which was treated with insulin pump. Customer also reports sensor needle hub got stuck in serter, but customer was able to remove needle hub. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.